Event description:
Medtronic received information regarding a pipeline flex with shield device that failed to open at the distal end during a procedure. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular right terminal internal carotid artery (ica) aneurysm. The aneurysm max diameter was 3.1mm and the neck diameter was 3.47mm. Dual antiplatelet treatment (dapt) was administered with pru level result per protocol. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared and flushed per the instructions for use (IFU). The guide sheath was placed at the ica origin and the phenom microcatheter was placed in the right m1 segment. While deploying the pipeline shield, the distal segment could not be opened. The surgeon tried 3 times to resheath and re-deploy but without success. It was noted the pipeline was not positioned in a vessel bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There was no additional steps or other device tried to open the pipeline.  Finally, the surgeon resheathed the pipeline and removed it with the microcatheter. The pipeline was replaced with a different size pipeline (3.75 x 20) which was delivered and deployed without issue. There was no harm or injury to the patient. Ancillary devices: neuron max sheath, neuron 6f guide catheter, phenom 27 microcatheter (lot #: ag21-026), traxcess guidewire

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis #(B)(4):equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box; within an opened pipeline flex embolization device outer carton; within an opened pipeline flex embolization device inner pouch and within a dispenser track. Visual inspection/damage location details: no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be collapsed and frayed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as the proximal and distal braid ends were unable to be determined. It is likely the cause for ¿failure/incomplete open distal¿ is the result of re-sheathing the device more than two times and patient vessel tortuosity. The customer reported re-sheathing device more than 3 times and vessel tortuosity as severe. However, the cause could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.